Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported six or seven (6 or 7) clearlink system continu-flo solution sets would not prime. It was further specified that "all the sets are dry; not able to collect fluid into drip chamber once drip chamber is squeezed". This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The events occurred on unspecified dates about (B)(6) 2019 (stated as "happen maybe 2 months"). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.